Event description:
Pt involved in a (B)(6) and suffered three broken ribs and a pneumothorax was initially treated with three matrix rib plates and 22 screws implanted on (B)(6) 2011. Pt returned 3 weeks later to a different operating room and presented to surgeon with an infection. Infection was determined to be (B)(6). During removal of 12 of the 22 screw heads stripped, the surgeon was able to remove all hardware on (B)(6) 2011 and pt was not revised to any new hardware. Hosp has quarantined the product. This is 13 of 25 reports for this event.

Manufacturer narrative:
Without the lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.